Manufacturer narrative:
B3/d10: the events occurred on unspecified dates since july 10, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassettes leaked. This was described as the ¿fluid has leaked from the cassette, not through the connections, but from the opposite side¿. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.